Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer, from (B)(6), of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient's treatment started with an injection (inj) of reflin (1g, once daily) ip and an inj of tobramycin (40mg once daily, route not reported) for peritonitis. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The problem was not confirmed. The cause of the peritonitis could not be determined, as no device malfunction or use error was identified during the report.